Manufacturer narrative:
E1: initial reporter first name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leak at the connection of the homechoice cassette and minicap transfer set this occurred during drain of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.